Event description:
It was reported that a surgical intervention was performed due to an infection, also hospitalization was required.

Manufacturer narrative:
[(B)(4)].

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. Please see attached file for our results of investigation. (B)(4).

Manufacturer narrative:
[(B)(4)].